Event description:
Whilst attaching the right sided aiming block to the right 8 hole plate the grub screw broke off in the plate location hole rendering the plate useless. We could no longer attach any aiming block to that plate. We used the grub screw from the left sided aiming block and a right 10 hole plate to complete the operation.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report. Associated device (B)(4), lot w17949 distal lateral femur plate ts axsos for right femur 8 hole, l202mm.